Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "(B)(6) has reported an under infusion within the drug library for drug acetol protocol name acetol15 on the night duty of the (B)(6) 2021. Device serial number (B)(4) infusomat 8713050. He stated that protocol stage 1, 200mg/kg for 4 hours was infused correctly however stated stage 2 which is 100mg/kg for 16 hours was infused at 6ml/hr instead of 62ml/hr. (B)(6) states he believes this is an end user error with incorrect data entered how he has requested the device data log to review."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). A visual inspection was performed. No damage could be found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. A new therapy with a rate of 63,94 ml/h and a volume of 1023ml was created. The infusion started and during the infusion a lot of upstream- and pressure alarms occurred. The volume was done and the infusion was stopped. No other abnormalities were found. The reason for the alarms could not be clarified. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,08%. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.